Event description:
It was reported that the anesthesia workstation had a leakage and that the safety valve test failed. There was no patient harm. Manufacturer's reference #: (B)(4).

Manufacturer narrative:
Our field service engineer investigated the system and the reported failure was reproduced. According to the information provided by the field service engineer, the issue was solved by replacing the inspiratory pressure transducer pcb. The evaluation of the received device logs confirmed the reported failure. The pressure transducer test failed due to the measured zero pressure offset for the inspiratory pressure transducer pcb had drifted outside acceptable limits. No parts have been returned for the further analysis of the issue. The pressure transducer pcb is part of the pressure measuring in the system. A faulty pressure transducer pcb may lead to inaccuracy in pressure measurement. This will be detected during system checkout and high priority alarms will be generated if the failure occurs during treatment. Prior investigations performed for similar failures have shown that the cause of the pressure transducer pcb failure was a broken pressure sensor bond on the pcb due to corrosion caused by contamination by cleaning detergent. Our conclusion is that the inspiratory pressure transducer pcb was broken due to corrosion, most probable caused by contamination by cleaning detergent.

Event description:
Manufacturer's reference #: (B)(4).